Manufacturer narrative:
Returned product consisted of the solent proxi thrombectomy catheter. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual inspection revealed numerous kinks throughout the device. Blood was present inside and 300ml of blood in the attached waste bag, when received. Functional testing was performed by placing the device in the angiojet ultra console and hooking up the device to the drip line and placing the tip into fluid then let the device sit for 60 seconds. There was no fluid that was released into the waste bag. The complaint device was then ran through the full priming cycle and 120 seconds in thrombectomy. The device ran within normal range, without any leaks from the device or any errors/alarms from the console. The device was also ran in power pulsed mode and no fluid was released into the waste bag. Inspection of the device presented no other damage or irregularities.

Event description:
It was reported that aspiration occurred without activation. An angiojet solent proxi and angiojet ultra 5000a were selected for an arteriovenous fistula declot procedure in the patient's left arm. The devices were prepped in normal fashion with no issues of any kind. During the procedure, while the device was entering into the patient but before the device was activated, blood was noted to be coming out of the outflow line and into the waste bag. The angiojet was not activated when this occurred, and the foot pedal was not pressed. The physician proceeded to use the device, and it seemed to function normally, however it did not remove the localized clot from the vessel as they intended it to. Therefore the physician completed the procedure using a different device as it was thought that a different device would work better for this case. No further catheter issues were noted during the procedure. No patient complications were reported. The patient condition after the procedure was fine.